Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with material just below the fracture surface is plastically deformed. The above findings are consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that both drivers broke during use. No patient complications are associated with this event.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.